Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the clinic for post-implant check. A small area of dehiscence with purulent drainage was noted at the device implant site. The patient was prescribed medication and no surgical intervention was required.